Event description:
Device analysis is provided. Explant method: intravascular, superior, femoral. Technique/tools: dotter basket/snare, intravascular counter traction. No complications.

Manufacturer narrative:
Visual inspection under 30x magnification indicates the j stiffener wire has fractured approx 5mm. Approx 11mm and approx 37mm proximal of weld site. The proximal section of the j stiffener wire measures approx 51mm and migrated down lead body approx 41mm proximal of weld site. Visual inspection under 30x magnification also indicates the outer anode coil wire is fractured approx 20cm proximal of the fixation helix housing electrode tip. It appears that the entire j stiffener wire was rec'd with all recorded measurements adding up to approx 88mm.